Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states prior to connecting the hemodialysis machine; there was blood leakage at the hub of the catheter. The catheter has been in use for 2 months. The doctor pulled and replaced the catheter.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.